Manufacturer narrative:
An attempt to reproduce the reported event with the minimed mobile app (software version 2.7.0) installed on samsung galaxy a35 (android 14) with mmt-1885 780g pump (software version 6.23v) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: (B)(4). After thorough investigation we have found that the issue is due to gatt undefined errors coming from the ble stack. This error could be attributed to various factors, such as device software, radio/microwave interference, or errors in the bluetooth stack implementation. Issue status: confirmed. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: disable cross-device service in the phone 1. On your android device, open settings . 2. Tap google , devices & sharing, cross-device services. 2.1. Or search cross-device¿ from settings. 3. Make sure use cross-device services is off or disabled. 4. Follow the instructions in minimed mobile app to establish pairing between pump and phone. Note: once pairing is completed, cross-device services can be re-enabled. However, if the connection is lost again, you will need to disable the cross-device function to re-pair. The helpline informed that the customer was successfully paired. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication from pump to mobile. The customer reported no adverse event. The event involved product(s) mmt-6101. The customer reports being unable to pair mobile with pump. Pump and app would not pair after troubleshooting. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. The customer will discontinue using the application. No product return is required for mmt-6101.

Event description:
This case is not reportable as customer emailed to update their issue that has now been resolved.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.¿ additional information has been received which was not included in the initial report. The information has been provided in section b5 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.